Event description:
The customer reported to olympus that the colonovideoscope's nozzle was clogged. There were no reports of patient harm. During evaluation, foreign objects were found blocking the nozzle and the jet tube had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to clogging, the water supply volume does not meet standard value. In addition to the foreign material found in the nozzle and jet tube, the evaluation findings are as follows: due to a crack on the scope cover, water tightness is lost, due to a crack on s-body, water tightness is lost, due to damage on "right/left" knob, water tightness is lost, due to a crack on "up/down" knob, water tightness is lost, the grip had a scratch. The flexibility adjustment ring had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the switch box had a scratch, due to a scratch on the bending section cover, insulation resistance value at the distal end does not meet standard value, due to a scratch on the objective lens, the lens image has a partially dark area, the image guide protector had a chip, the objective lens had a chip, the light guide lens had a crack, the connecting tube had a cut, the mount case unit was damaged, the light guide connector had corrosion, the universal cord had a wrinkle, the video cable had buckling, the video connector case had discoloration, and the electrical contact of the video connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. IFU states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU. ·reprocessing manual leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.